Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material in the air/water nozzle could not be identified and the cause of the material remaining in the device could not be specified. It was confirmed there were no reported deviations from instructions for use (IFU) regarding reprocessing and there was no physical damage to the area where the foreign material was detected. The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that the electrical connector had corrosion due to water leakage. Due to wear of angle wire, the play of up/down knob is out of the standard value. In addition, the scope connector had discoloration and a scratch. Should additional relevant information become available, a supplemental report will be submitted.